Event description:
Customer reported that on (B) (6) 2010, she tested her glucose using her freestyle freedom lite blood glucose meter and received a result of 455 mg/dl, but reportedly felt her glucose was going low. Customer had not eaten. Customer then reported subsequently experiencing diaphoresis, numbness and confusion resulting in a loss of consciousness. No third-party emergent medical intervention was required. Customer self-treated by drinking a soda with sugar in it and eating cake icing and a sandwich. Customer then re-tested approximately 20 minutes after self-treating, using an un-identified competitor's meter and received a result of 88 mg/dl. While troubleshooting, customer was unable to state how the test site was prepared. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be sent once the investigation is completed.

Event description:
It was reported that patient underwent bilateral total knee arthroplasty on (B) (6) 2007. Subsequently, the patient underwent revision of the left knee on (B) (6) 2010 after radiographs appeared to show fracture of the poly bearing. Upon explantation, the bearing appeared to show signs of cracking and debris.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.